Event description:
Reportable based on device analysis completed on 30oct2014. It was reported that crossing difficulties were encountered. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the device was unable to cross the tight and calcified target lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the most proximal stent row were distorted, deformed and raised from the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement or removal of the device from the patient. The tip od was measured which is within specification. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).